Event description:
Boston scientific received information from the field that the patient reported marked improvement in quality-of-life (qol) and the physician is satisfied with the current medical status of the patient post-replacement procedure.

Event description:
Boston scientific received information that this patient has contacted the warranty department on multiple occasions to discuss credit for a ¿faulty¿ left ventricular (lv) lead. During one of the discussions with the warranty department, the patient reported that he had been scheduled for an lv lead revision procedure because of an lv lead issue and that ¿he was passing out¿. Information was received from the local representative that the chronic lv lead placement was not optimal and the clinical observation was more related to lead position and was not the result of a product malfunction. The patient was presented back to the electrophysiology (ep) laboratory. The chronic lv lead was surgically capped and replaced without incident.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.